Manufacturer narrative:
A ge service representative performed an on site investigation. The battery was found requiring a replacement. The customer indicated this will be completed by the facility.

Event description:
The customer reported, the system failed to boot up. No report of pt injury.